Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her body was still adjusting from a bariatric surgery and the patient's blood glucose was 77 mg/dl. She also mentioned that if her blood glucose gets into the 40 mg/dl range, she treats with a shot. Troubleshooting was declined for the insulin pump. The insulin pump was not returned for analysis.